Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received one sample and seven photos for investigation. The sample and photos exhibited a crack in the luer adapter. Additionally, ten retained samples were visually inspected, and no cracked female luer adapters were found. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: damaged. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, one device exhibited a crack in the luer adapter resulting in sample leakage. No adverse impact was reported regarding the patient or user.